Event description:
Customer reported that indicated battery charge of pump dropped significantly in a short amount of time, leading to an unexpected shutdown. There was no adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.